Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch filed, returned device analysis of the first proglide ((B)(4)) revealed one of the three anterior cuff tabs was broken off from the cuff and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tab is not known. Follow up contact with the physician revealed the patient returned to the hospital the next day, on (B)(6) 2013, with a cold leg. An angiogram revealed an occlusion at the access site caused by thrombus. The patient was administered tissue plasminogen activator (tpa) through an arterial catheter directly to the site of the occlusion and percutaneous transluminal angioplasty was performed, resolving the occlusion. During the intervention the cuff tab was not visualized. No other treatment was required. The patient was discharged to home the next day. The physician indicated he did not believe the cuff tab was the cause of the occlusion, but attributed the occlusion to the application of manual arterial compression that was used to achieve hemostasis. No additional information was provided.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using two perclose proglide devices. Reportedly, during deployment of two proglide devices, a suture retrieval issue occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under separate medwatch manufacturer report.